Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, noise resulting in oversensing and low pacing impedance was observed on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and lead replacement was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.